Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: visual inspection showed moisture behind the display lens. The pump powered up properly, but with a blank display screen. The pump failed a leak test due to a leak at the display lens. The pump case was removed and evidence of moisture contamination was found on internal components.